Manufacturer narrative:
The file "(B)(4) summary report" reports that during a cpc site visit, the customer¿s experience that the device was alarming for patient side occlusion while using a catheter could not be confirmed. The patient side occlusions were previously replicated but could not be replicated during the site visit. However, upon further review by the customer, it was discovered that the pressure settings were set to 400mmhg and when adjusted to 526mmhg. The customer now reports that the occlusion alarms have been resolved. No device or device logs were returned for investigation. The devices involved in this investigation was used for patient treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was observed during a cpc site visit that during an electro physiology study the device is alarming patient side occlusion while using a catheter. The customer further stated that they were not getting this type of an alarm prior to the recent upgrade. It is their understanding that the conditions for this alarm have not changed, however, the engineers are trying to reproduce the alarm in the biomed department and have yet to have success even though this alarm occurs multiple times during the procedure. Upon review it was found that the pressure settings were set to 400mmhg and when adjusted to 526mmhg, the occlusion alarm resolved. There was no delay in treatment or adverse effects caused to the patient from the event.